Event description:
As reported to coloplast, though not verified, the patient was implanted with altis. The device failed, having eroded into and extruded through vaginal wall. Patient underwent subsequent surgery to remove the device on (B)(6) 2023.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
As reported to coloplast, though not verified, the patient experienced unusual vaginal odor, erosion of vaginal mesh sling and had a mesh revision and cystoscopy under general anesthesia. Husband could feel something uncomfortable in vagina during intercourse and a piece of mesh was expelled from the vagina and claimant brought the specimen ¿ a blue suture with anchor - to the office in a plastic bag. On exam 2 cm of mesh sling was noted on the anterior vaginal wall to right of midline.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.